Event description:
The patient was receiving tube feeds through a corflo nasogastric tube. After the patient had a bowel movement the weighted end of the nasogastric tube was found in the patient's stool. The tube was removed from the nose and was found to be broken off at the tip. There was no apparent patient harm.

Manufacturer narrative:
There was no report of patient injury. The sample as well as the bolus tip which separated were received. The bolus end did not indicate any deformation or pieces of tubing attached indicating the bolus likely dis bonded. One case of lot 70632 was taken from inventory and the bond between the bolus and tube was tested. The results were an average peak force of 27.6 n. The minimum peak force was 25.2 n. It is unclear how these types of forces could be applied to the tube during clinical use.